Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the fluoroscopy not possible. As a part of troubleshooting action fse analyse that the ippc failed to communicate, so problem with the ippc (imaging processing pc). Fse replaced ippc and tested and verified system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system is giving an error message of exposure not possible. The system was in clinical use. There was no reported patient or user harm. A philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. Troubleshooting actions showed a problem with the ippc (imaging processing pc). The fse replaced the ippc and returned the system to use in good working order. Philips has started an investigation of this complaint. A follow up report will be submitted when further information is received.